Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training, the device was unable to switch to correct modes to pace, defib or monitor. The complainant alleged the device would not power on to monitor mode. Complainant indicated that there was no patient involvement in the reported malfunction.